Event description:
It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. There was no reported adverse impact to the customer's blood glucose level.